Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Customer¿s blood glucose level was 204 mg/dl. Prior to troubleshooting with tandem technical support, the customer performed a pump reset and loaded a new cartridge to resolve the issue. Reportedly, the customer continued to use the pump for insulin therapy.